Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform displacement, occlusion, and prime / compromised force sensor, excessive no delivery test due to motor error alarm. They were also unable to verify motion sensor test failure alarm due to motor error alarm. The insulin pump had a scratched display window, missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a motor error alarm and experiencing high blood glucose. The blood glucose at the time of the incident was 312 mg/dl. The customer states the pump had reoccurring motor error alarms. The customer treated for the high blood glucose with a manual injection. Troubleshooting was performed and the pump was able to rewind. However the customer's history was reviewed and noted a motor position encoder error in the history. The device will be returned for analysis.